Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott's post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer experienced loss of consciousness and unable to self-treat, requiring glucose administered by a non-healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log 130/212/213 and sensor state 8 with event log 9 which are an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. The sensor was further investigated and de-cased and poor solder on battery was observed. An extended investigation was performed. Visual inspection was performed on the returned sensor puck and its printed circuit board assembly (pcba) and poor solder on the battery legs was observed. A visual inspection of de-cased sensor revealed one of the two battery connectors was not properly soldered. The lack of solder in one of the battery leg caused a brownout by interrupting the supply of power to the pcba. The returned battery voltage was measured and result was within the specification range. It is evident that the solder is not creating a strong connection between the battery leg and pcba and resulting power loss that caused brownout reset termination. Therefore, this issue is confirmed to poor solder. All pertinent information available to abbott diabetes care has been submitted. .

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer experienced loss of consciousness and unable to self-treat, requiring glucose administered by a non-healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.